Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical product: unknown knee tibial tray component; unknown knee femur component; attune ps rp insrt sz 5 12mm; unknown knee patella component; unknown bone cement.

Event description:
Patient was revised to address infection. Poly swap was performed. Doi: unknown. Dor: (B)(6) 2018. Unknown affected knee.